Event description:
It was reported that revision surgery was performed due to pain and device loosening.

Manufacturer narrative:
The devices utilised in this case were implanted in an off-label application in the USA, as the hemi-head (large diameter cocr femoral head) is only approved for use in the USA when attached to a smith & nephew femoral stem for articulation on native bone, not on an acetabular component (r3 cocr liner). The r3 metal liner is FDA approved for use only with a bhr resurfacing femoral head.

Event description:
Pain, weakness of the legs and hips, elevated cobalt and chromium levels, fluid accumulations around the hip, tissue damage, inflammation, muscle loss and metallosis reported. It was reported that post implantation the wounds healed without infection and that x-rays showed correct device positioning.